Event description:
An unk size aneurx bifurcated stent graft and its components were attempted to be implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient was enrolled in medtronic's pivotal clinical trial. It was reported the implant of the stent graft could not be completed as the device was unable to cross an occluded iliac artery; therefore, open surgery was performed 48 days later. No further information is available and no additonal clinical sequelae were reported.